Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and suggests the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03828 & 03829).